Event description:
A distributor (dme supplier) states his customer (physical therapist) has had 5 patients burnt from the combination device. The patients were burned while receiving if treatment from this device. This patient is reported as having felt no discomfort during treatment. His burns are reported as having been noticed on (B)(6) 2017 from a previous treatment on (B)(6) 2017. He is reported as having sought after medical attention for this injury, and his burns are reported as having lasted until at least (B)(6) 2017. The device involved with this event was returned to compass health brands on (B)(6) 2017, and evaluated on (B)(6) 2017 - the customer's complaint could not be duplicated from a review of the returned device. The returned device's power cord had duct tape wrapped around it on the end that plugs into the unit - the power cord made the unit randomly shut off - the returned unit was tested with a sample power cord. The device was tested for product performance, and was determined to fall within the manufacturer's specifications for stim, as defined in the product's user manual.